Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic following an alarm. The right ventricular (rv) lead exhibited oversensing noise. A lead fracture was suspected. The lead vector was reprogrammed and noise was still observed. Therefore, air was suspected to be in the header of the device. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No patient complications have been reported as a result of this event.